Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
While under sedation for a hysteroscopy the forceps jaw fell off into the patient uterus and was retrieved. This cause a surgical prolongation greater than 30 minutes. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide correction to the initial report with inadvertently missed information and the results of the final investigation. Corrected fields: a2, a3a, a4, a5, a6, b5 updated fields: d8, d9, h3, h6, h11 the device was returned without its original packaging and without the bottom jaw to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the most probable cause of the complaint is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the procedure performed was a therapeutic hysteroscopic polypectomy. The jaw was retrieved with a grasper. The procedure was prolonged by 60 minutes and was completed without any reports of further patient impact.